Manufacturer narrative:
One hemosphere oximetry cable was received for product evaluation. A visual inspection did not find any visible physical damage. The suspect unit was connected to a known good working system and tested per the system verification test. Svo2 values remained within parameters. No fluctuating values were observed. No error messages were observed. There was no defect found. With any hemodynamic monitoring readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to the complaint.

Manufacturer narrative:
The product has been returned for evaluation. When the product evaluation has been completed, a supplemental report will be submitted. The device history review was completed and all inspections passed with no non-conformances.

Event description:
It was reported that the hemoxsc100 generated inaccurate numbers. The svo2 would randomly go up and down from the 30s to 60s which did not match the patients stable hemodynamic condition. The nurse exchanged the suspect hemoxsc100 using all the same equipment and the svo2 numbers were stable between 64 and 72. There was no patient injury or inappropriate treatment administered due to the inaccurate numbers. Patient demographics were requested but unavailable.